Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k901449.

Event description:
It was reported during use the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated they are experiencing over filling with vacutainers. Additional information: there was no reported erroneous results or tubes overfilled with collection via normal phlebotomy dray (vacutainer/hub set up) with tube's own vacuum. Replacement tube was collected afterwards in both instances.